Event description:
It was reported that one year ago a xience v otw 2.5 x 18mm stent was placed in the mid, left anterior descending artery. On (B)(6) 2012, via an angiogram, the xience v otw stent was found stenosed on the proximal end. The patient is pending a future interventional procedure, but at this time a type of procedure and a date is not determined. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. Stenosis/restenosis is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.